Manufacturer narrative:
Citation: shinn et al. "A systemic review and meta-analysis of sutureless aortic valve replacement versus transcatheter aortic valve implantation." Ann thorac surg. 2018 sep; 106 (3): 924-929. Doi: 10.1016/j.athoracsur.2018.03.059. Epub 2018 apr 27. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding systemic review and meta-analysis of sutureless aortic valve replacement versus transcatheter aortic valve implantation. All data were collected from multiple databases between january 2000 to october 2016. Of seven observational studies referenced, the aggregate study population was 1238 patients (predominantly female, mean age 79 years) in which 617 were implanted with a sutureless aortic valve and 621 were implanted with a transcatheter aortic valve. Medtronic valves represented included corevalve transcatheter bioprosthetic valve (no serial numbers provided). Among all patients, early mortality was 2.5% and 5% in the sutureless and transcatheter cohorts, respectively. In one study, among all corevalve patients 1.8% mortality occurred. Based on the available information, medtronic product did not cause or contribute these deaths. Among all patients, adverse events included: postprocedural paravalvular leak, stroke, arrhythmia requiring permanent pacemaker implant, and peripheral vascular complication. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.